Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: that when restarting the smof alarmed occluded.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: one used sample (model #10010453) was returned for investigation. It was reported that when restarting the smof alarmed occluded, nurses tried to solve the issue by removing line and priming it again but nothing would run through the line. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed initial flow, but then slowed almost to a halt after a few seconds, and was unable to prime within a reasonable time. The customer complaint can be verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier attempted to prime the filter. They found that there was flow downstream although the air was unable to be eliminated from the vent membrane. This suggested that the vent membrane coupons had potentially been wetted out following use with lipids. The filter was then flushed with ipa/water in an attempt to restore the vent membranes integrity. After drying of the filter, it was successfully primed. Flow rate testing was then performed on the filter, and it was observed that there was a reduced flow compared to the typical flow rate. This could be due to the lipid plugging the membrane during use with the customer. Due to no manufacturing root cause being determined there will be no further action taken at this time. A device history record review could not be performed on model 10010453 because an invalid lot number was provided by the customer. A device history record review could not be performed on model 10010453 because a lot number is unknown. A possible lot number was provided, but was invalid.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: that when restarting the smof alarmed occluded.